Manufacturer narrative:
Qn# (B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the catheter would not thread through the tuohy needle. The catheter would not advance past 8.5cm. The stylet passed easily but resistance was noted if stylet was not bevel up.

Manufacturer narrative:
(B)(4). A device history record review was performed on the epidural catheter and needle with no relevant findings. A corrective action is not required at this time as a potential root cause could not be determined based upon the information provided and without a sample. Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed on the epidural catheter and needle with no relevant findings. The potential cause of catheter not threading could not be determined based upon the information provided and without a sample.

Event description:
It was reported that the catheter would not thread through the touhy needle. The catheter would not advance past 8.5cm. The stylet passed easily but resistance was noted if stylet was not bevel up.